Manufacturer narrative:
The customer did not allege any failure of malfunction of the device and no malfunction was identified (during investigation). We therefore consider this report complete to the best of our knowledge.

Event description:
During surgical procedure using the renaissance system at (B)(6) hospital, l1 right was drilled percutaneously and while inserting the pedicle marker patient jumped. Immediately after neuro-monitoring informed that the patients right leg signals were diminishing. Surgeons exposed the anatomy and found a csf leak in the l1 right level. Note: during surgery, it was noted that the right pedicle anatomy seems to be very thin. In addition, the screw was planned medially through a very hypoplastic pedicle. Update from 14 may, 2017: pursuant to discussion with the surgeon, he has informed that the patient has improved clinically, however, she is suffering from neurological deficit and he suspects it will remain permanent.